Manufacturer narrative:
(B)(4). Device evaluation summary: representative samples were received for evaluation. Six boxes with twelve unopened samples each of product code m8710, lot mmj097 were returned for analysis. As total was received sixty unopened samples. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. A manufacturing record review was performed for the finished device batch mmj097 and no non-conformances were identified. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-80576 and 2210968-2019-80676. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardiac procedure on (B)(6) 2019 and suture was used. The needle separated from the suture during use. Another like device was used to complete the procedure. No devices will be returned. There were no adverse patient consequences reported.